Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.

Manufacturer narrative:
The t:slim g4 user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced blood glucose (bg) levels below 30-40 (mg/dl). Reportedly, customer stated that they are a brittle diabetic and have experienced sporadic low bg levels prior to beginning tandem pump therapy in (B)(4), and after initiating pump therapy. Customer consumes food to treat their bg levels. Reportedly, customer uses apidra insulin in the pump cartridges. Recommendation was made to consult with health care provider to discuss diabetes management.